Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated tampon piece was left inside her, not to be retrieved for 2-3 weeks by a doctor. Consumer experienced abdominal pain, vaginal irritation/chaffing and a bad vaginal odor. Was prescribed metronidazole by a doctor and took medicine for 7 days. Symptoms have resolved but now experiences diarrhea.